Event description:
In 2010, had an endometrial ablation for heavy menstrual bleeding to prevent anemia. Under advise from my doctor, recommended sterilization to prevent a pregnancy after the ablation procedure. He recommended the essure contraceptive. One of the coils ruptured fallopian tube and one of my blood arteries or veins doctor repaired during a 4 hour surgery. Now, having severe headaches, pain in pressure in my back and abdomen, heavy menstrual cycle even after the ablation, bloating. Will have to undergo another surgery laparoscopy in the future to determine if I have another underlying problem if the essure contraceptive coil has become displaced or some other complication. I have been tested for ms, had MRI's and cat scans to determine root causes of the severe headaches. All tests have been negative.